Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump was bumped causing lines to go through middle of the screen. Part of the screen is now unreadable. Blood glucose level at the time of incident was unknown. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Device received with missing segments/partial display due to cracked and bleeding lcd glass.